Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device, which limited the scope of the investigation and the reported product experience could not be confirmed. Inspection of the returned device revealed no needle strike mark at the posterior foot to indicate that the posterior needle struck the foot instead of engaged with the cuff, resulting in a cuff miss during needle deployment. No damage to the device was found that could contribute to the reported experience. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were successful. A proxy plunger was retracted successfully without observable resistance that could potentially result in a failure to retrieve the suture. Based on the investigation findings, the returned device functioned normally; however, without the return of the related components, the root cause related to the device and the reported experience could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device failed to achieve hemostasis. A second proglide was used with the same results. A third proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide device is being reported under a separate medwatch report number.